Manufacturer narrative:
Eval: results: lack of info (the explanted stent graft was not returned for eval, no operative reports were received). Eval: conclusion: lack of info (the explanted stent graft was not returned for eval, no operative reports were received).

Event description:
An aneurx stent graft sys was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that the aneurysm was remodeling with thrombus surrounding the aortic neck. The stent graft had moved down to the base of the aortic neck; however, there was no type 1 endoleak. The physician decided to placed another MFR's aortic cuff; however, the delivery sys got stuck in the aneurx stent graft and it could not be deployed. The decision was to perform an open repair procedure to explant the stent grafts. The explanted stent grafts were not returned. The pt was fine after the procedure.